Event description:
It was reported that a vns patient had gotten an infection around or near the "tube site" which was being treated by IV antibiotics. The patient's device was turned on (B)(6) 2011. The patient had been hospitalized since implantation on (B)(6) 2011, and the patient was intubated for so long, an infection developed. Attempts for additional information, including generator product information, have been unsuccessful thus far.